Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported loss of consciousness and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient lost consciousness due to hyperglycemia with ketones present. The patient's blood glucose (bg) level was 4.5 g/l (450 mg/dl). It was noted that the omnipod personal diabetes manager's (pdm) battery was not holding a charge which led to insulin delivery issues without any alert messages. No information was provided on how the hyperglycemia was treated.